Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4).

Event description:
Adverse event(s): "interrupted procedure" (no code available). Product problem(s): "error message" (device displays error message); "laser stopped firing" (failure to fire). A surgeon reports an error 32, shutter 1 defective during a surgery. The surgery was 64% complete. The surgeon reset the system, reloaded the procedure, and performed the first 64% on a pmma disk, afterwhich the remaining 36% of the procedure was completed. The surgeon stated, the surgery was delayed by 30 minutes. The surgeon also stated, he was pleased with the patient's outcome, at one day post-op, the patient was 20/25.